Event description:
Independent repair center: customer alleged no customer stated problem and the key failure is the pilot valve alarms. Additional malfunction is the power switch has no audible alarm.